Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric, and 99% stenosed mid circumflex artery. Pre-dilatation was performed with an unknown 1.5 x 8 mm balloon catheter. A 3.5 x 15 mm xience prime was advanced to the lesion and when deployed a proximal edge dissection occurred. The dissection was sealed with a 3.5 x 18 mm xience prime. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.